Event description:
It was reported that the implant was removed due to medical infection and bone loss. Discomfort is reported as a symptom.

Manufacturer narrative:
Zimvie complaint (B)(4). Patient weight is not provided / unknown. Lot number is not provided / unknown. Additional 510(k) numbers are k011028 and k013227. A summary investigation has been completed for bone loss and infection events recognizing that a definitive root cause cannot be identified due to a wide range of external factors (non-design or manufacturing related), including medical conditions (e.g., diabetes, poor bone quality, etc.) / patient habits (e.g., smoking) and surgical technique. Previously completed investigations for bone loss and infection have not identified any signals indicating potential non-conformances affecting the manufacturing and sterilization processes. Furthermore, the probability of manufacturing or design defects that might lead to bone loss and escaping the available detections has been assessed and found remote and almost nonexistent. Should additional information be received which indicates that the device may have caused or contributed to the event, an additional report will be submitted. H3 other text : summary investigation

Manufacturer narrative:
This report is being submitted to report corrected information to 0002023141 - 2022 - 02235. The item number had previously been reported incorrect. Customer confirmed new item number. The following sections are being reported: b3: date of event, b5: describe event or problem, d4: catalog number, h2: if follow-up, what type, h10: additional narratives/data.

Event description:
It was noticed at visual inspection that the implant reported did not match the implant received. The new item number was confirmed by customer upon follow up.